Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n221282001, implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving dilaudid 10mg/ml at 1.9 6mg/day via an implantable pump. The other medications the patient was taking at the time of the event was tramadol. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the patient¿s catheter was broken in half at the spine segment. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was an x-ray was done to check the patient¿s spine and noted their catheter was broken in half. The actions and interventions taken to resolve the issue was a new catheter was placed; the spinal segment of the catheter was left in place and the pump segment was removed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.